Event description:
It was reported that system shut down during phacoemulsification irrigation/aspiration. Staff changed out unit to complete the procedure. There was no pt injury reported.

Manufacturer narrative:
(B)(4). Inspection and analysis of the unit was completed by field service engineer (fse). Fse checked system and performed a vacuum calibration; slightly high but within specifications. System checked using field service checklist and everything checked to specifications. Fse ran system stimulating cases and cycling power and doing several prime/tunes and phaco power did not drop. Fse checked the max drive board for fluid invasion and there was no fluid invasion. Per fse unit meets all amo specifications.